Manufacturer narrative:
The subject device was evaluated. The customer reported issue was confirmed. The device evaluation found loose video connector socket. Due to loose connector, image was cut off, interrupted due to poor contact of the video connector (loose connection). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera video system center had a loose video connector socket. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image was interrupted due to poor connection of the video connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record cannot be confirmed since the device in question was manufactured more than 15 years ago. Based on the results of the investigation, it is likely that the phenomenon "the image is cut off" occurred due to a video connector failure. Root cause could not be identified. Olympus will continue to monitor field performance for this device.